Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder customer reports that there was white silicone on the needle. This event occurred 2000 times. The following information was provided by the initial reporter. The customer stated: they told that they look some needles after that they had problems and they can see maybe white silicone .

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Medical device lot #: 2245304. Device available for eval? Yes. Returned to manufacturer on: 11/03/2023. H.6 investigation summary: material #: 368650. Lot/batch #: 2245304. Bd received 33 samples for investigation. Thirty (30) of the samples were chosen at random and evaluated by visual examination, assessing all cannula defects as well as sufficient lubrication coverage, and the indicated failure modes for dull needle point and foreign matter with the incident lot were not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes dull needle point and foreign matter. Bd was not able to identify a root cause for the indicated failure modes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder customer reports that there was white silicone on the needle. This event occurred 2000 times. The following information was provided by the initial reporter. The customer stated: they told that they look some needles after that they had problems and they can see maybe white silicone .